Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01770. It was reported that catheter entrapment on the guide wire occurred. After the 035/260 magic torque guide wire crossed the target lesion, the 6.0mm x 150mm, 135cm mustang balloon catheter was advanced; however, it became stuck on the guide wire. Both the balloon catheter and the guide wire were removed together from the patient as a single unit. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received with a 0.035 inch guidewire inserted through the wire lumen. The shaft of the mustang device was flattened between 47.5cm and 48.5cm distal to the strain relief. There were kinks noted at various locations along the guidewire. When the wire was being withdrawn, resistance was noted due to the kinks in the guidewire. When it was removed, a different 0.035inch size guidewire was passed through the device. Although it was noted that resistance was noted at the site of the flattened shaft, the wire could be pushed through. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01770. It was reported that catheter entrapment on the guide wire occurred. After the 035/260 magic torque¿ guide wire crossed the target lesion, the 6.0mm x 150mm, 135cm mustang¿ balloon catheter was advanced; however, it became stuck on the guide wire. Both the balloon catheter and the guide wire were removed together from the patient as a single unit. No patient complications were reported and the patient¿s status is fine.